Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 2 message on his onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the patient obtained the alleged error message around 1pm on (B)(6) 2016. The patient manages his diabetes with novolog and lantus insulins which he self-adjusts. The reporter indicated that in response to obtaining the message, the patient continued with his usual dose of medication (including sliding scale). The reporter claimed that "about 7 hours" after the start of the alleged issue, the patient developed symptoms of "shakiness, sweats [and was] lethargic". The reporter denied that the patient had received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The reporter confirmed that the patient was using the correct test strips and she described the correct testing steps followed by the patient. When the power button was pressed, the error 2 message did not occur. The cca walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged product issue began.